Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was stuck with black screen. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay to the patient care. There were adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck with a black screen. A field service engineer (fse) found that the customer had shut off the station and disconnected a drawer which was suspected of causing the issue. The fse inspected the entire auxiliary device, tested drawers 3.1 and 3.2 for electrical faults using a multimeter, and both tested fine. After a thorough inspection, the fse discovered a small cut on the pixie bus cable and believed that this cut could be causing the issue since it had contacted a metal. On the next visit, the fse removed the old cable which had a damaged section where the wire was exposed, replaced it with the new one and secured it with wire ties. The station was then powered on, and the customer successfully tested each drawer's functionality. The system functioned as intended after the field service engineer repaired the device.